Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the event of the sac growth of 15.5 mm. The aortic dissection (from the thoracic aorta through the left common iliac artery) was present prior to the evar procedure. During the clinical assessment, a computed tomography (CT) identified a non-endologix stent placed in the left common iliac artery occurred to most likely treat the reported event. The event is most likely user related due to the bifurcated stent graft and proximal extension being placed in the false lumen, effectively not excluding the aneurysm both proximally and distally, necessitating the left common iliac stent placement. Procedure related harms for this complaint could not be determined. The final patient status was reported to be under surveillance. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. G1,2: contact office- name has been updated. H6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, aortic dissection with sac growth was reported. The patient is currently being monitored and an intervention is being discussed. Additional information: during the clinical assessment, a computed tomography (CT) identified a non-endologix stent placed in the left common iliac artery to most likely treat this aortic dissection with sac growth as it was implanted after this event occurred.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, aortic dissection with sac growth was reported. The patient is currently being monitored and an intervention is being discussed.